Event description:
It was reported that the patient's right ventricular (rv) lead had impedance warnings and high impedance on both the right ventricular (rv) and superior vena cava (svc) coils. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis the full lead was returned in segments, analyzed. Analysis indicated that the right ventricular defibrillation coil developed a fracture due to flexing while in vivo. The interior superior vena cava defibrillation cable developed a fracture due to flexing while in vivo. If information is provided in the future, a supplemental report will be issued.